Event description:
Caller reported an issue with the incorrect time setting on the pump, which was identified as being more than five minutes off. Blood glucose levels were not adversely affected by this issue, remaining within a normal range. Cts assisted the caller in updating the pump time and advised monitoring the system for any recurring discrepancies, which the caller acknowledged.